Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding during drawer recovery in emergency department. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawer 3.2 was repeatedly disconnecting and reconnecting that caused the med application to freeze. A field service engineer reseated all necessary cables, popped out all the cubies using hardware test application, removed all the trays, checked the tow cable for damage and reseated all the row connections to resolve the issue. The system functioned as intended after troubleshooted by the field service technician.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, a technical support specialist found that the drawer repeatedly disconnecting and reconnecting, causing the system application to pause while the drawer reconnects. A field service engineer reseated all the row board connections and all necessary cables to resolve. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding during drawer recovery in emergency department. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.